Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched lens. During analysis, the device was powered up and was noted to be functioning properly, the event history log was reviewed and there was no "key stuck" message revealed. The keypad will be replaced as a preventive measure. Service will also replace the scratched screen. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited key pressed alarm and had a damaged lens. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.